Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy in the intensive care unit (medication, dose and programmed amount unknown). The device was programmed to deliver the primary bag (1000ml bag) at a rate of 999 (units unknown) and the device under delivered 450ml. It was reported that the device showed a dose of 1400ml infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.